Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. At the time of the alarms, the customer observed multiple air bubbles within the infusion set tubings. Infusion set changes were performed to address the issue. Reportedly, the customer was not performing the air removal process during the load. Customer's blood glucose level ranged from 194-314 mg/dl. Tandem technical support educated the customer on the proper air removal process. Reportedly, the customer continued using the pump for insulin therapy.